Manufacturer narrative:
(B)(64. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported device expiration issue appears to be related to the use error. It should be noted that the ultra rapid exchange (rx) coronary stent system, instructions for use, (IFU) states: note the product use by date specified on the package. Additionally, the IFU states: the multi-link rx ultra coronary stent system is indicated for improving coronary luminal diameter in the following: patients with symptomatic ischemic heart disease due to discrete coronary artery lesions, patients with symptomatic ischemic heart disease due to lesions in saphenous vein bypass grafts and restoring coronary flow in patients experiencing acute myocardial infarction.

Event description:
It was reported the procedure was to treat the right ventricular outflow tract. After implanting the ultra stent, it was noted that the stent was expired by one day. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).